Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, the blade did not cut. The procedure was successfully completed with a second device with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 08/03/2009. Blade does not cut. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information deprived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.